Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of low blood glucose reading of 21 mg/dl. The customer treated with coke and blood glucose went up to 44 mg/dl. The customer stated that the pump delivered 7.5 units alone on bolus. The customer mentioned several no delivery alarms. The customer stated that drive support cap to appear normal. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime or compromised force sensor system alarm and excessive no delivery test. No excessive no delivery alarm noted. Device received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and stained address or serial number label.